Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead and the right ventricular (rv) lead exhibited high pacing impedance. Fluoroscopy confirmed that the atrial and the rv leads had dislodged. The physician decided to reimplant the leads. During the procedure, the atrial lead could not be disconnected from the atrial port as the setscrew was unable to be removed from the header of the pacemaker. The physician explanted and replaced the pacemaker and the leads. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.